Manufacturer narrative:
The complaint device was returned and a review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. Unrelated to the original complaint, the universal serial bus (usb) case interface was noted to be damaged.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a hardware failure. Patient was advised to restart device. Dexcom has issued an rga for patient to return her device to be investigated.